Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not exposed to high magnetic field and assist the patient with clearing the alarm. Customer doesn't received an e70 alarm. The customer doesn't use the sensor feature on the pump. The customer stated they were able to rewind the device. The customer was advised that the device would be replaced and agreed to return the product for analysis.